Event description:
The user facility reported that the device's nibp parameter was working initially, but then began to work only intermittently. It was also reported that, since all other vital sign parameters were within normal limits and the pt was under anesthesia, the MRI scan was allowed to proceed. During the MRI scan, it was observed that there were areas of ischemia in the brain (lack of blood flow). At that time, the MRI scan was stopped and the pt was pulled out of the MRI scanner for treatment.

Manufacturer narrative:
(B)(4). The user facility reported that the device's nibp parameter was working initially, but then began to work only intermittently. It was also reported that, since all other vital sign parameters were within normal limits and the pt was under anesthesia, the MRI scan was stopped and the pt was pulled out of the MRI observed that there were areas of ischemia in the brain (lack of blood flow). At the time, the MRI scan was stopped and the pt was pulled out of the MRI scanner for treatment. A field service engineer (fse) was dispatched to the customer site. The fse tested the device with the user facility's biomed and could not duplicate the reported nibp issue. The device manufacturer is gathering additional info about the incident in order to determine if the reported nibp issue contributed to the serious injury. Therefore, we are reporting this in order to meet reporting deadlines. A final report will be filed once the investigation is complete.